Event description:
It was reported to boston scientific corporation on february 20th, 2008 that a low profile balloon was used during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight unknown) in 2008. According to the complainant, upon removal of the device, it was observed that the balloon did not deflate completely. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was inflated and asymmetrical. When deflating the balloon, difficulty was experienced because one side of the balloon was against the inflation lumen. When manipulated, the balloon deflated as intended, however, the balloon immediately returned to its previous asymmetrical shape, which blocked the inflation lumen. The complaint was confirmed, and the root cause could not be determined. A review of the device history record revealed no anomalies.